Event description:
It was reported that the customer delivered more insulin than necessary for their food bolus. The customer's blood glucose (bg) level subsequently decreased to 30 mg/dl. The customer was taking a nap when their bg went low, and they needed to be awakened by their son to received third party assistance with giving them orange juice to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.